Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Functional test had been performed, customer complaint cassette not attached alarm was not confirmed. The probable cause of the reported issue was unknown.

Event description:
It was reported that pump triggered cassette was not attached error during testing. There were no patient involvement and harm. It was confirmed during inspection of a returned pump that cassette not attached properly error does appear in event log history. The reported high-priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.